Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was a family member called stating she charged the patient for two hours and only got to 30%. Additional information was received. It was reported that they received a replacement recharger (rtm) but they're still experiencing the same issue and cannot charge their ins past 30%. It was confirmed that pt is using the replacement rtm. Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller said they are still having issues recharging ins although they got the recharger (rtm) replacement and controller (ptm). Caller stated trying to recharge the ins for an hour with the ins battery level increasing only a quarter or halfway. Pt confirmed the ptm was charged 100% when recharging session began but does not change or decrease at all when recharging the ins. Caller said they would see reposition antenna but then would connect with recharge excellent. Caller asked pt if recharging antenna gets hot while recharging and the pt remarked it gets pretty warm. Caller added the pt needed to meet with rep for reprogramming but could not do so because the ins would not charge. Additional information received from the manufacturer representative reported that the patient has been having issue with charging for a couple of years, on-going. Caller reports the ins is implanted on patient's left flank, side, midlevel below the bra line. Caller reports patient has received her 3 different recharger replacement and 2 different controller replacements. Diary / recharge shows: metrics recharge coupling â¿¿ good avg ending â¿¿ 40% avg recharge time â¿¿ 35 mins avg recharge interval â¿¿ 4 day recharging: 4/4: 10-80% 1-hour excellent coupling 4/15: 10-50% 1-hour good coupling 4/21- 10% for 18mins no coupling 4/23- 20-40% 9 mins excellent coupling caller reports he can feel the ins moving around in the pocket. Energy usage: 1.6 days reviewed coupling.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt rep. Reported to the rep that they have been having issues with their battery stimulator, it won't charge past 30%. They stated throughout the last two years, they have been sent two paddles and two controllers, which both failed to do the job. In fact, the patient has been falling because they are not getting the right amount of stimulation; the pt fell and broke their leg at one point about six months ago and again fell on their knees just a month ago, they had trouble getting up on their own. They received a new paddle as well which does not work as well and it will say recharging excellent but they only get 30% and does not work in the way that they would like to. They have trouble walking and have to constantly use a rollator, there is always an issue with their back, that's why they got the stimulator in the first place. The trial worked for them, however, when we got the battery stimulator implanted it did not work as well as it should have in the trial. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the cause of the ins moving was that there was extra tissue. The rep reported that this issue has not been resolved and pending hcp referral for a pocket revision. The rep also stated that the patient had lost about 20lbs. Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller reported pt had been having issues after issues with the device and received 2 chargers and 3 paddles. Pt rep reported it is not holding a charge. Ins only charges to 30% and not going any higher. Then the controller battery needs to be charged. It takes 1.5 hours to charge the ins to get to 30%. Pt gets excellent recharge quality. Pt rep talked to the medtronic rep and they instructed them to call patient services. Confirmed pt was using the most current recharger (rtm). Pt fell and broke a leg and not able to walk. Pt has a very little mobility. The device worked wonderful during trial but now pt could not get it to work. A replacement battery pack was sent out to the patient. Patient services (pss) reviewed that if the issue is not resolved with a replacement battery pack, to continue working with a manufacturer representative (rep) and their healthcare provider (hcp) . Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the cause of the ins moving was that there was extra tissue. The rep reported that this issue has not been resolved and pending hcp referral for a pocket revision. The rep also stated that the patient had lost about 20lbs. Additional information was received from a patient's representative (pt rep.) Regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller reported pt had been having issues after issues with the device and received 2 chargers and 3 paddles. Pt rep reported it is not holding a charge. Ins only charges to 30% and not going any higher. Then the controller battery needs to be charged. It takes 1.5 hours to charge the ins to get to 30%. Pt gets excellent recharge quality. Pt rep talked to the medtronic rep and they instructed them to call patient services. Confirmed pt was using the most current recharger (rtm). Pt fell and broke a leg and not able to walk. Pt has a very little mobility. The device worked wonderful during trial but now pt could not get it to work. A replacement battery pack was sent out to the patient. Patient services (pss) reviewed that if the issue is not resolved with a replacement battery pack, to continue working with a manufacturer representative (rep) and their healthcare provider (hcp) .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's representative. It was reported that the patient had everything replaced, but they were still having issues recharging. They had an appointment with a surgeon on (B)(6) 2022 and an appointment on (B)(6) 2022 with a manufacturer representative. When recharging their ins, it displayed "recharging excellent" with the ins in the red, but the ins battery did not increase. When trying to charge on the call, the patient's ins was at 30% and it increased to 40%. The controller went dark and without moving the recharger, the "recharging needs attention" screen displayed. This screen displayed about every ten minutes. The caller was advised to follow up with the patient's healthcare provider and the manufacturer representative for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger product ID 97745bp (B)(6) serial# product type accessory product ID 97745 serial# (B)(6) (B)(6) product type programmer, patient h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.